Manufacturer narrative:
Upon follow up it was reported three days after the peritonitis onset, peritoneal dialysis was withdrawn. On an unknown date, the patient was discharged from the hospital ¿due to medical criteria¿. Seventeen days after discharge the patient passed away at home. The cause of death was reported as due to ¿clinical deterioration¿. It was not reported if an autopsy was performed. It was not reported if the peritonitis was resolved or the patient was recovered from the peritonitis event prior to death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of the peritonitis was reported to be secondary to stomach cancer. The patient was hospitalized for the event. During hospitalization, several unspecified patient evaluations were performed and as a result, the patient was diagnosed with peritonitis and another indication (dates unspecified). Treatment for the peritonitis was unknown. On an unreported date, the patient's pd catheter was removed. At the time of this report, the patient was not receiving any renal replacement therapy, the patient was not recovered from the peritonitis event, and hospitalization was ongoing. No additional information is available.